Event description:
After placing a screw in the pt's spine using the brainlab spine navigation software, the user reported that the actual position of the screw deviated from its intended position. The user corrected the position of the screw during the same surgery. According to the hospital, there was no negative clinical effect for the pt.

Manufacturer narrative:
Despite. According to the hosp, there was no negative clinical effect for the pt, there has been no pt or user injury reported at this hosp nor reported by any other hosp, there is no indication of a general quality or performance issue with the brainlab device, according brainlab measures for the already anticipated potential risk are in place, a risk to pt health could not be excluded for these specific circumstances in this isolated case. Following the registration by the user, the brainlab navigation software found and displayed a match, that did not reflect the actual position of the vertebra. This potential risk is already anticipated by the brainlab design: the user is asked to verify the found match on a verification page after registration. In this specific case the user verification of the found match inside the brainlab navigation software was apparently not sufficiently performed to reveal the situation. Brainlab intends to offer additional training to this hosp. Since there is no indication of a general quality or performance issue with the brainlab device, there are no further corrective and preventive actions intended at this point of time.